Event description:
The field service engineer confirmed crystallized material was present on the architect wash zone ground strap. The ground strap was replaced without incident or injury.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.